Event description:
The customer reported via phone call that they experienced low blood glucose. Customer's blood glucose was 44 mg/dl. The customer reported they were treated by the paramedics. It was also found the customer's blood glucose rose to 133 mg/dl by the time the paramedics arrived. Customer stated the perceived cause of their low blood glucose was from rate adjustments. The customer was assisted with adjusting their carbohydrate ratio. The customer's current blood glucose was 272 mg/dl. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.